Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high and low blood glucose level. Blood glucose level at the time of the incident was 251 mg/dl which was treated with bolus. Customer changed the infusion set and went down to 173 mg/dl and went up again the following day to 353 mg/dl. Blood glucose was stable in the 60s-70s mg/dl range for the rest of the day. Customer had a low blood glucose of 36 mg/dl and was found unconscious by the family which was treated with gluco-gel, had a 56 mg/dl which was treated with juice. Customer completed troubleshooting. The insulin pump was not replaced nor returned for analysis.